Event description:
The customer reported that the cuff deflated after it was inserted in the patient. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.